Event description:
It was reported the patient's bg (blood glucose) level rose to 431 mg/dl while wearing the pod between 4 and 24 hours in the arm. Pod was originally reported for high bg levels.

Manufacturer narrative:
Investigation found a small tear in the exposed portion of the soft cannula. Fluid diverted through that tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No other issues were found during the investigation.